Event description:
In 2009, this pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was implanted without incident. The physician advanced the sheath to allow for the contralateral leg component to be deployed. This was done without the dilator in place. The sheath pushed the trunk-ipsilateral leg component approximately 2 cm proximally, covering the renal arteries. The physician was able to pull the device back into proper position. Although the device was pulled back into position, it was encroaching on the lowest renal artery. The physician felt this might be a problem and placed a stent in the lowest renal artery. The pt tolerated the procedure and was placed on plavix to prevent any problem in relation to the renal stent.

Manufacturer narrative:
A review of the mfg could not be conducted as the lot number is unavailable. This medwatch is being filed in conjunction with the medwatch for the trunk-ipsilateral leg component which covered the renal arteries (2953161-2009-00214).